Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the instrument would not open when the needle was loaded. Another device was used for the case. No adverse events reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one deice opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Engineering found no visual abnormalities were initially observed in the device. A needle was loaded in the device. An empty loading unit (dlu) was placed in the instrument to unload the needle but no attempt was able to unload it. Engineering determined that the needle was loaded backward in the instrument. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).